Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing safety shield failure during use. The following has been provided by the initial reporter: it is reported customer has been experiencing defective "pink needle shields" when using needle eclipse. Verbiage received in email, we are currently using lot 9200815, exp 2024.07.31. Lately we have been experiencing a failure of the pink needle shield. When we move it back, and draw a patient, the needle shield falls off. We have had this happen multiple times to multiple phlebotomists since beginning this lot.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing safety shield failure during use. The following has been provided by the initial reporter: -it is reported customer has been experiencing defective "pink needle shields" when using needle eclipse. Verbiage received in email, - we are currently using lot 9200815, exp 2024.07.31. Lately we have been experiencing a failure of the pink needle shield. When we move it back, and draw a patient, the needle shield falls off. We have had this happen multiple times to multiple phlebotomists since beginning this lot.